Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 01.12.2018 it was reported to k2m, inc. That a patient will be revised due to a backed out screw. Revision surgery was performed on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. It was reported that the patient fused at the instrumented level. The threads at the proximal end of the screw exhibited slight abrasions to the anodization. There was no significant damage or deformation to the threads. It could not be determined if the tifix locking mechanism was fully engaged which could have resulted in the failure. No definitive root cause can be determined.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient will be revised due to a backed out screw. Revision surgery was performed on (B)(6) 2018.